Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic sleeve gastrectomy procedure, the device locked on tissue. The stapler had deployed all the staples the surgeon was trying to open the jaws up. The surgeon tried to pry open the jaws of the device using a grasper to resolve the issue and was able to pulled back the knife blade to prevent permanent impairment. A reinforcement material was used in conjunction with the stapling device. The patient is alive and with no injury.